Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire was a bit difficult to pull out and required some maneuvering. As the user was pulling it out, the wire started to uncoil and it broke. The entire wire was pulled out. The customer reports that the wire is not as stiff as previous ones.

Manufacturer narrative:
Qn# (B)(4). Customer returned one spring wire guide and one 3-l catheter for evaluation. The guide wire was returned with a portion still inside the catheter. Visual examination of the guide wire revealed the guide wire to be kinked in 5 locations along the guide wire body. The core wire was broken adjacent to the proximal weld and a portion of the unraveled coils had broken into two separate pieces. However, the core wire was still all one piece (minus the proximal weld). The distal j-bend was still intact and the distal weld appeared full and spherical. Both the guide wire and the catheter showed signs of use. No other defects or anomalies were observed on the catheter. The kinks in the guide wire measured 125mm, 165mm, 300mm, 350mm and 520mm from the distal end. The overall length of the core wire measured 598mm which is within specification of 596-604mm per product drawing, which means no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.794mm which is within specification of 0.788-0.826mm per product drawing. The overall length of the catheter body measured 164mm which is within specification of 157-177mm per product drawing. The inner diameter of the catheter tip measured 0.97mm which is within specification of 0.95-1.00mm per product drawing. The undamaged portions of the returned guide wire were able to pass through the returned catheter with minimal resistance. A lab inventory guide wire of the same size was also able to pass through the returned catheter with minimal resistance. A manual tug test confirmed the distal weld was intact. All 3 lumens of the returned catheter were flushed and functioned as expected. A DHR review was completed with no relevant findings. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report of the guide wire separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guidewire was a bit difficult to pull out and required some maneuvering. As the user was pulling it out, the wire started to uncoil and it broke. The entire wire was pulled out. The customer reports that the wire is not as stiff as previous ones.